Manufacturer narrative:
UDI number: (B)(4).

Event description:
The company was informed that no contact could be made to the implant during the initial implant surgery. External equipment was exchanged, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed dents in the bottom cover. In addition, slices were observed near the electrode ground ring and along the lead, a migrated electrode ground ring, and the electrode was severed near the array prior to receipt, which are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The open device visual inspection revealed shorted wirebonds at some digital pins. The residual gas analysis result was above the limit, indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. The failure of this device is attributed to a shorted wirebond at the digital chip which prevented the device from achieving lock. A corrective action was implemented. This is the final report.